Event description:
The customer reported that the insulin pump did not function for two hours and her glucose level went up to 455 mg/dl. The customer treated with a bolus of 13.7 units through the device, and then she fell asleep. Instructed the customer to check her glucose, and she was having 439 mg/dl. The caller stated that she feels dizzy and sweaty. The customer also giving another treatment of 4 units with the insulin pump, and she got a no delivery alarm. The customer's speech started to slur, and she did feel sick. While staying on the phone with the customer, the paramedics were called to her house. The next day, a nurse from the hosp called and stated that the customer has been experiencing frequent low battery alarms. The caller stated that the customer uses not energizer battery. Advised the caller to use recommended battery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.